Event description:
Caller reported a malfunction on the pump, which did not result in the customer's blood glucose level exceeding 500 mg/dl. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue arises again.